Manufacturer narrative:
The event of "infection¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Patient reported left side "had a really bad infection." Device was explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: infection (unknown onset) and capsular contracture, baker grade iii.

Event description:
Additionally, patient confirmed "staph infection" and reported capsular contracture, baker grade iii.